Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the new install was still in plastic. The rear cover was removed, and 3 cables were connected. The system then powered on. The system then passed a system checkout. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the refurbished imaging system was delivered and the site was not able to power it on to un-crate the system. After manually un-crating and connecting to wall power for 24 hours, the system was still showing low battery and would not turn on. It was unclear if the system was shipped with the high voltage cable disconnected. There was no patient present.